Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-01227. It was reported that the patient was experiencing ineffective therapy due to both of the patient's leads migrating. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the system was explanted. There were no complications during the procedure.